Event description:
It was reported that bd sharps container was missing lids. The following information was received by the initial reporter with the verbatim: sharps container do not have any lids. Customer would like lid replacements.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.